Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range shocking impedances of greater than 125 ohms. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the system remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
New information became available that the reason we were seeing an alert for high shocking impedances from this patient's home monitoring device was due to a recent device change out to a non boston scientific device that we were previously unaware of. This was a false alert. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.